Manufacturer narrative:
(B)(4): date of surgery is unknown but the surgery happened in (B)(6) 2007. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
The patient reportedly underwent ¿medically unnecessary, experimental¿ spine surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four (4) years. Patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies. It was reported that the patient underwent a spinal fusion from t6-t8 using rhbmp-2/acs on (B)(6)-2009. The patient reportedly sustained unspecified injuries following implantation of rhbmp-2/acs and had to undergo a revision surgery. It was reported that the patient was involved in a motor vehicle accident and was initially diagnosed with neck strain. The patient underwent an MRI that revealed a broken bone was found as well as cyst on her vertebra at t6/ t7. Patient underwent a c4/c5 fusion with rhbmp-2/acs on (B)(6) 2007 to resolve her neck issues. Post-op, the neck pain was resolved. Post-op patient alleged unspecified injuries. Again the patient underwent another surgery in (B)(6) 2008, the cyst was removed that was identified in an MRI scan. Following the surgery, mid- back pain persisted. In (B)(6) 2009, patient underwent a surgery implanting a rod and six screws. Post-op, patient had four scars on her back, a seven inch scar, and found that her back was indented in the region where the seven inch scar lies. Her pain was extreme and she suffered from difficulty in breathing. Patient continued to suffer from extreme pain and discomfort. Also the patient could no longer sleep due to the rod in her back.